Event description:
The scrub nurse noticed the pacifica implant was not securely attached to the inserter during surgery. The scrub nurse attempted to attach the implant to another inserter and it seemed to be securely attached. The surgeon attempted to insert the implant into the patient's interbody disc space but could not fully insert it in place. The surgeon removed the implant and the scrub nurse found the screw thread of the implant was stripped and could not longer be attached to an inserter. Another pacifica implant of the same size was used, instead. The surgery was completed with no harm to the patient.

Manufacturer narrative:
To date the devices involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.